Manufacturer narrative:
Product event summary: the device was returned, analyzed, and revealed normal battery depletion.

Event description:
It was reported that the patient experienced pocket discomfort from the device implanted subpectoral. The device was explanted and replaced subcutaneously. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: 4092-58 implantable pacing lead, implant date: (B)(6) 2006-06. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.